Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was centrifuged, but no separation occurred after use. The tube was found to be expired, and was reportedly placed in a refrigerator before being thawed and spun. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reports one incident of poor barrier separation while using product 367986, batch no. 9067617 on (B)(6) 2019. Customer stated they attempted to centrifuge tube 5 times in 2 different centrifuges with no separation. This issue occurred one other time with same tube but date and lot number is unknown. Customer states tube was found to be expired. Samples are available for investigation. No testing was done, patient was redrawn with no issues." "The customer stated that tube was drawn at a clinic and shipped to her lab. She did not know how the tube was drawn, except that they used a 23 g winged blood collection set. She did not know if it was inverted. This situation only occurred with 1 tube (the other tube mentioned was expired). She stated that all the other tubes spun with this one separated well. I explained that this could occur if the patient had multiple myeloma or other protein abnormality." "She says she received new information about the tube gel not separating, she says the nurse collected it and put it in a refrigerator, which then was frozen. The same were thawed out and spun"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was centrifuged, but no separation occurred after use. The tube was found to be expired, and was reportedly placed in a refrigerator before being thawed and spun. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reports one incident of poor barrier separation while using product 367986, batch no. 9067617 on (B)(6) 2019. Customer stated they attempted to centrifuge tube 5 times in 2 different centrifuges with no separation. This issue occurred one other time with same tube but date and lot number is unknown. Customer states tube was found to be expired. Samples are available for investigation. No testing was done, patient was redrawn with no issues." "The customer stated that tube was drawn at a clinic and shipped to her lab. She did not know how the tube was drawn, except that they used a 23 g winged blood collection set. She did not know if it was inverted. This situation only occurred with 1 tube (the other tube mentioned was expired). She stated that all the other tubes spun with this one separated well. I explained that this could occur if the patient had multiple myeloma or other protein abnormality." "She says she received new information about the tube gel not separating, she says the nurse collected it and put it in a refrigerator, which then was frozen. The same were thawed out and spun."